Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microorganism was detected from samples taken from the instrument channel, suction channel, air / water channel and elevator channel of the subject device. Therefore, it satisfied the french guideline. Also, omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microorganisms were detected as follows, from samples taken from the subject device which was reprocessed using a non-olympus automated endoscope reprocessor made by getinge. The type of microorganisms are unknown. There was no report of infection associated with this report. Inside of the air/water channel: 100cfu. Inside of the elevator channel: 1cfu.